Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Event description:
Healthcare professional reported ¿hole on valve side at the circumference on the patch¿.

Manufacturer narrative:
Device evaluation: opening, crease fold and wear abrasion. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool, crack in the diagram valve and sharp in the valve bond edge. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on anterior side due to surgical damage. A sharp opening on valve bond edge assessed as an unidentified (tear) opening. A crack opening on diaphragm valve due to cracked valve seat diaphragm valve.